Event description:
Reporting status: malfunction. Reporting rationale: failure to cross with a graftmaster is an issue known to require a second device or additional procedure. Device issue: failure to cross. It was reported that a perforation occurred with the use of another device which required treatment with a graftmaster stent. The graftmaster device failed to cross the lesion and the stent was not deployed. No treatment was administered; however, the patient remained under observation until the perforation resolved on it's own. No additional event or patient information is available.

Manufacturer narrative:
.